Manufacturer narrative:
Follow up 02/25/2016: multiple follow up attempts were made by tandem technical support; however, no additional information was provided on the reported event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 440 (mg/dl). Customer administered a correction bolus to address bg level; however, bg level remained elevated. Reportedly, contact believed customer was not receiving basal insulin. System check and review of pump history with tandem technical support indicated pump was performing as intended and no interruption of basal delivery occurred. Recommendation was made to change the infusion site and contact health care provider if this did not resolve bg levels.